Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received..

Event description:
Device malfunction: premature sheath splitting. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after step "2" (vessel locator deployment) the sheath was noted to have prematurely split prior to step "3" (delivery of the clip). The device was removed and hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was available.